Event description:
The customer reported that while the unit was in use on a patient, the unit generated the electrical test fails code #53 and shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
One of the pump assemblies was damaged. The company representative confirmed electrical test fails code #53 (shuttle transducer offset failure). The company representative replaced the shuttle transducer. The unit was tested to factory specification. It functioned normally and was returned to the customer.